Manufacturer narrative:
As of 2/8/2016 aso has not received response from the consumer to attempts to obtain returned samples. However, aso obtained a lot number and was able to perform testing for adhesion properties on 01/28/2016. In addition, aso has reviewed records of biocompatibility tests.

Event description:
Consumer reported that device caused chemical burns and some of her skin was peeled off because of this. She reported presence of blisters in some areas and pain.